Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the response buttons were intermittently non-functional. The cause for the failure was defective response buttons. The root cause for the defective response buttons could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.